Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the axiem box showed fault. The axiem box was replaced then the system functioned as intended. The system then passed the system checkout and was found to be fully functional. The axiem box was returned to the manufacturer for analysis. Analysis found that the axiem was not tracking and the 33 vdc power supply was showing a fault. The reported failure was confirmed. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the medtronic representative saw a flt code on the axiem box. He "reseatted" the cables, but the issue was un-resolved. The mr switched out another axiem box and it did not display the code. There was no patient present when this issue was identified.